Event description:
Reported due to death. The physician confirmed a coronary artery aneurysm with an impending rhegma from the right coronary artery to the acute marginal branch. The diameter was reported as a 4.0mm-3.5mm segment with ninety percent (90%) stenosis and normal vessel calcification. Three (3) graftmasters were successfully implanted at that site in 2005. The patient was moved to another hospital the following month, to treat another aortic aneurysm from the acute marginal branch to the posterior descending branch segment of the coronary artery aneurysm. The physician later learned upon follow-up with the patient's family that he had died six months later, from a cardiac dysrhythmia.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Originally reported under 9616290-2006-00039. Upon subsequent review, it was noted that the lot number, expiration date and manufactured date were different for each graftmaster reported. Therefore, a medwatch is being submitted.